Manufacturer narrative:
The reporter indicated that the surgeon implanted a 12.6mm vich12.6 implantable collamer lens, +2.5 diopter, in the patient's left eye (os) on (B)(6) 2015. The lens was reported as having a low vault and a refractive surprise. Patient's post-op best-corrected visual acuity was 20/25 and uncorrected visual acuity was 20/32. The lens was exchanged for a longer and different diopter lens on (B)(6) 2016. Method: work order search: no similar complaints were reported for units within the same lot. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Device evaluated by manufacturer: no, lens remains implanted. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vich12.6 implantable collamer lens, +2.5 diopter, in the patient's left eye (os). The lens was reported as having a low vault and a refractive surprise and remains implanted. The patient's post-op best-corrected visual acuity was 20/25.